Manufacturer narrative:
Upon conclusion of the investigation, it was determined that the ischemia was related to the thrombus present in the right femoral artery. The origin and cause for the thrombus could not be determined and a definitive cause for the hemolysis could not be established. Should additional information become available, a supplemental report will be filed.

Manufacturer narrative:
Following the initial report, the pump was returned for further evaluation. A visual inspection was performed and no abnormalities were noted that could have caused or contributed to the reported issue. The pump was found to be fully function and a definitive cause for the reported allegation could not be established.

Manufacturer narrative:
The impella device was not returned by the customer and therefore, investigation of the device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a 56-year-old male patient presenting for acute myocardial infarction and cardiogenic shock. In the course of impella support, it was noted that the patient developed hemolysis. As the pump preload and position were assessed to be correct, the decision was made to remove the device. However, upon removal, the distal pulses were found to be absent and no flow was observed in the arterial duplex. An occlusive thrombus was found in the right femoral artery and vascular surgery was performed to alleviate the condition.